Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as onset, treatment for the peritonitis included (ip) vancomycin (2 grams, 2 doses seven days apart), and ip gentamycin (40 milligrams, daily for three days). The vancomycin treatment was discontinued, after the second dose, seven days after it was started. Gentamycin treatment was discontinued three days after staring and restarted again four days after it was discontinued (40 milligrams, daily, ip). Fourteen days after onset, the patient was treated with intravenous daptomycin (500 milligrams every 48 hours) for the peritonitis. On that same day, the patient was admitted to the hospital for an unknown indication. At the time of this report, the patient is still in the hospital and recovering from the peritonitis. Pd therapy is ongoing. No additional information is available.